Event description:
The surgeon allegedly placed the anchor in bone hole. While tensioning the suture to approximate the labrum to the bone, the suture broke. The surgeon left the anchor in the bone but removed the suture from the pt and discarded it. The anchor allegedly remains in the pt. There was no injury reported. Additional anchors were placed to complete the repair, with no incident.

Manufacturer narrative:
The anchor remains implanted in the pts bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the info available and without the device for evaluation. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though there was no injury reported.